Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative ran fluoroscopic and rad gain calibrations, and cleaned off the flashing under the door closure. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1, number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the 2d images were very grainy. The radiologic technologist (rt) adjusted the kv and attempted boost but the images did not improve. Technical services had the site restart the image acquisition system (ias) and mobile view station (mvs). The ias took a little longer to shutdown but ended up shutting down. They attempted the anterior posterior (ap) and did not get a good image, but they were able to take a lateral and view the necessary anatomy. They attempted to take a 3d spin but heard a bump and 3d stopped. They heard clicking noises and could not move the rotor. The site restarted the ias and were able open the gantry. The site proceeded with a different imaging system. There was no patient impact reported and a delay to surgery of under an hour. Additional information received on 25-may-2018 reported that it was noticed the rad gain calibrations were not done and needed to be completed, and once it was completed, resolved the issue and the system was used in the following case.